Event description:
Remote transmission found 2 episodes with noise on right ventricle lead that inhibited pacing and could have resulted in implantable cardioverter-defibrillator (ICD) shock. Patient is chb and inhibition of pacing could have resulted in syncope. Lead is 3 years old.